Event description:
Subtotal gastrectomy. Pc21 dlu was used to create a gastrojejunostomy. The pc read "in firing range" and was fired. The tissue was not cut and unformed staples were observed. The device was opened and removed from the tissue without incident. Manual sutures were placed to complete the case.